Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain, spinal pain, and failed back surgery syndrome. It was reported that the manufacturer representative saw the patient on (B)(6) 2017, and the patient was having pain in her left leg. Upon impedance check, it was noted that all 0-7 contacts, except for the #5 contact, were reading above 40,000 ohms when testing at the highest possible amplitudes. The manufacturer representative was able to use the #5 contact in conjunction with the 8-15 lead to get good coverage of painful areas in the left leg. The patient had inquired why the impedances could be high, and the manufacturer representative had explained that there could be several reasons for high impedances, one of them being a damaged lead. The patient took this to mean that she did have a ¿cracked¿ lead, even though she had been told by the manufacturer representative, clinic staff, and health care provider, that¿s only one possible explanation. Conflicting information from the patient was additionally reported on (B)(6) 2017 which noted that a manufacturer representative had told her that one of the leads was cracked, but the health care provider said that it was not. The patient wanted to have an MRI or CT scan to check the leads. There was no trauma or fall related to this issue. The patient left the appointment happy with stimulator coverage on (B)(6) 2017. The patient had reported on (B)(6) 2017 that the stimulator doesn¿t work. The patient was experiencing overstimulation, a loss of therapy, and a return of symptoms. About 2 weeks prior to the report ((B)(6) 2017), the patient started experiencing severe pain in the left leg. The patient has sciatica and can¿t go on the right leg. Stimulation jumps way up when she lies down. The patient can¿t stand the pain in her left leg and it¿s ¿killing her¿ in her hip/buttocks down her leg. When checking the implantable neurostimulator with her patient programmer, it showed stimulation on. The patient said that she has a full battery, adaptivestim on, and hasn¿t used it yet. She is on group a that works for the right leg and she needs to get the left leg to go. The patient has the ability to change stimulation, and the patient went through program 1 and 2 and turned stimulation up and down to see what was comfortable for her and to figure out which program would relieve pain on the left side. The patient read, ¿lying b.¿ while troubleshooting, the patient¿s right leg experienced pounding, and she could feel stimulation in the abdomen during increasing. After going back and forth between program 1 and 2 on group a, she could feel stimulation a little in her left leg down her thigh and in the buttocks area on the right leg. During troubleshooting, the patient programmer did not go past group a (the patient didn¿t have any other groups to try) and the patient was directed to the health care provider if she is not getting relief in her left leg. At the end of troubleshooting, the patient was on group a, program 1 at 0.5 volts and program 2 at 6.2 volts and the left leg was working. The patient was glad with what she¿s got. The patient also noted that she was feeling a little in her left side, but her right leg was still high. Starting about a month and a half prior to the report, confirmed as 2017, when she bends over, it ¿kills her¿ and she wants a three minute pause like she used to have. It was reviewed that the patient should do a 3 minute pause after making any changes, before switching positions. It was reviewed that the patient should consider going back and forth through programs 1 and 2. No further complications were reported. The patient¿s medical history includes having an MRI prior to implant. She can¿t take anything for pain because she allergic to tylenol, aspirin, and ibuprofen. She was taking lyrica. The patient had an endoscopy on her tongue the week prior to the report and went to the emergency room for upper gastric. The patient also had a surgery the day prior to the report on her nose and tongue for cancer. The patient confirmed that all of these events were not related to the implantable neurostimulator. Refer to manufacturer report #3004209178-2017-09117.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the serial number of the thoracic implantable neurostimulator is (B)(4). The manufacturer representative had met the patient on (B)(6) 2017 for the patient¿s left leg pain and shoulder pain. The patient didn't bring up any concerns about the right leg at that time. They focused on the left leg pain and some adjustments to the patient¿s cervical stimulator. The patient will be seen again on (B)(6) 2017 by a manufacturer representative.